Event description:
It was reported that the distal piece broke off anchor. This was noticed as the anchor pulled out.

Manufacturer narrative:
Additional information will be provided, once investigation is completed.